Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - it was reported by (B)(6) that the sister of a patient reported that she broke the clamp of the hemosplit but that the catheter is okay. She had the leg clamped and asked if a new clamp is available. (B)(6) informed the caller that there is a repair kit available and instructed the caller to call the physician or dialysis clinic to let them know the status of the hemosplit.